Event description:
It was reported that a map shift of 10cm was noted after the map was created, while trying to reach the point for ablation. No patient injury was reported.

Manufacturer narrative:
(B) (4).